Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this event was unrelated to the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular lead was placed at the his bundle and dislodged. The lead was then placed in the right ventricle and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.